Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty charging and reported poor communication. The patient has been trying to recharge by repositioning antenna for about 3 days from this report and they were not getting pass the reposition antenna screen. The consumer attempted to communicate with the programmer but it would not power on. The patient replaced batteries and saw a warning screen indicating aaa batteries depleted and needed to be replaced. It was recommended that the consumer replace with brand new batteries and attempt communicating again. The programmer not able to communicate due to depleted batteries. It was also reported that the patient has to recharge device on a daily basis for at least 8-10 hours a day . The consumer stated that the implantable neuro stimulator (ins) is not and has never held charge for very long. The consumer stated it was not working very well because the patient has to recharge constantly. It was recommended that the patient follow up with the health care professional (hcp). The consumer also indicated that the stimulator has helped with the patient's legs reasonably well, but never helped with the patient's lower back. No further patient symptoms or complications were reported in this event.